Event description:
It was reported byt the patient's daughter that the patient's device battery was due for replacement; however, the patient got sick enough that they found corroded wires connected to their heart. It was also reported that the corroded wires caused a blood infection which destroyed two of the patient's discs. The device was removed, and the status of the lead is unknown. It was further reported that the patient had an aneurysm bypass, surgery to remove a rib to replace the disc, and still faces many more surgeries to put in the screws to hold the cage. Follow up could not be obtained, as no identification information was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.